Event description:
Baxter (B)(4) received a report that check supply line alarm occurred during first filling at 58ml. Call center staff asked the patient about the details of the situation and the patient found a leak from the yume-set. The customer worried about why an error did not occur even though some air might enter into the yume-set. Call center staff arranged to swap the instrument. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). No further information is available. If the sample or evaluation results become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). For product change information to code for the leak in the set. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).